Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fiber was likely broken as a result of mis-handling of the device when unpackaging the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was removed from the sheath and plugged in the laser when they noticed the laser fiber was broken at the connector end. The connector was secured to the sheath clip when it was in the pouch. There was resistance when removing the fiber connector from the sheath clip. The reported problem was found during preparation for an unspecified procedure. There was no harm or user injury reported due to the event.